Manufacturer narrative:
(B)(4). The analysis results found that the devices (a and b) were returned in good condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of each device, it was functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot numbers for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic esophagectomy procedure, abdominal air leaked in about a few hours. The event occurred in each device. Each device was used as-is to complete the case. There were no adverse consequences for the patient.